Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that patient had recurring dislocation after all terrain vehicle accident (atv). Femoral head was dislocated from the insert.